Event description:
It was reported that externalized conductors were noted via imaging. No electrical anomalies were observed. The patient will be monitored routinely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.